Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37791, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it took the patient seven hours to charge from 50% to 75% and the patient complained of burning from her hip to her toes and inside her leg while recharging. The patient had the stimulator turned off and did not want to turn it back on due to the burning. Further information received from the consumer reported that the patient's skin got burned from charging from 9:30am to 4pm. The patient was getting two coupling bars and it was difficult to get all the coupling bars and when the patient went to charge the recharging antenna hurt. There were no falls or traumas reported to be related to the event. A replacement was sent. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.